Event description:
It was reported that the right ventricular (rv) lead had no capture, high threshold, and high impedance. Therefore the rv lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. The distal conductor was fractured and the inner insulation kinked/buckled. The outer insulation had a white substance and cosmetic depression. There was blood in/on the helix/lobe mechanism.